Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose was 424 mg/dl at the time of incident. Customer stated that she changed her insulin pump this morning and blood glucose was 103 mg/dl. Customer stated that she had insulin left 8.10 units left so she had some chips and some other stuff and she felt tired and went to sleep and when she woke up her insulin pump said no delivery. Customer stated that she check her blood glucose and it was 300 mg/dl and something. Customer stated that she tried to give herself insulin and it gave her another no delivery alarm and 15mins later it was 424 mg/dl. The customer stated that they treated the high blood glucose with manual injections. Customer stated that she took her site out and she saw there was a bent cannula but she changed her set and she was still having issues. Customer reports alarm did not occur during manual prime. Advise to avoid sharp bends in tubing such as bending/straining tubing where it connects to reservoir. Advise to avoid pressure on site. Advise to avoid using expired/cloudy insulin. Customer reports event was resolved by changing complete set (infusion set and reservoir). The insulin pump will not be returned for analysis.